Manufacturer narrative:
The lot numbers for all four malfunctions were provided, therefore lot history reviews were performed. None of the samples were returned for evaluation, however, all four malfunctions provided medical records. The investigations are confirmed for tilt and perforation. The definitive root causes are unknown. The devices are labeled for single use. (Corporate lot: gfta2125).

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf400f vena cava filter allegedly tilted and perforated. This information was received from various sources. All malfunctions involved a patient with no reported patient injury. The four patients ages' ranged from 55 - 79 years of age and two are female and two are male. One patient weighs (B)(6) lbs. The remaining patients' weights were not provided.